Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water channels. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from insertion section. The event can be detected and prevented in accordance with the following instructions for use: detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.